Manufacturer narrative:
This report is being submitted to relay additional information. Method code was updated to 3331 and 4109. Results code was updated to 213. Conclusions code was updated to 4310. Narrative/data was updated. The reported device was received for evaluation. The reported condition of damaged drive feature was not confirmed. Visual evaluation of the as returned products identified evidence of wear from use and removal, but not evidence of significant damage or deformation. There was an implant removal tool stuck in the implant and substantial bone residue in the implant vent. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and three other complaints were identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that the implant was removed due to damaged internal connection.